Event description:
The customer alleges the meter read the strip before blood was applied which suggests she obtained an undosed result. No report of an adverse event or treatment based upon suspect result. Controls were not run. Return requested and replacement was sent.